Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/19/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Initial reporter phone number: (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00v 25.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017 due to an unexpected post-operative refraction, in which the far vision was bad. The target diopter was -0.5d and the post-operative diopter was -1.5d. Reportedly, there was no patient injury and the patient recovered. No additional information was provided.